Manufacturer narrative:
(B)(4). Patient weight was requested, however the information was not available.

Event description:
It was reported to gore that a chordoplasty of mitral valve was performed using gore-tex® suture in 2011, the exact date was not provided. On (B)(6) 2018, a re-operation was performed due to a mitral valve insufficiency. The suture was removed. Valvuloplasty was performed. The patient tolerated the procedure. It was reported that the eptfe seemed to be broken.

Manufacturer narrative:
The explanted device was returned for evaluation. The histopathological examination showed extensive mineralization in a mid-body segment of the suture. There was separation of eptfe microstructure associated with the deposition of mineral. It is unknown if the separation of eptfe microstructure in the mineralized area was secondary to the development of mineral or existed prior to the deposition of mineral. The second section taken from the thinned end of the suture fragment was devoid of mineral and contained a small quantity of proteinaceous fluid in the interstices. The fragment was not subjected to a digestion process as analyses were able to be performed without it. Findings on one end of the suture fragment are consistent with rupture of the eptfe, and there is dispersed evidence of manipulation with surgical instruments. The mechanism of rupture is undetermined.

Manufacturer narrative:
On the previous follow-up report, MFR. Report# 3003910212-2018-00006, the type of reportable event (field h1) was incorrectly reported as a malfunction.

Manufacturer narrative:
The suture fragment and respective sem images were evaluated and the following was noted: the sem images of the suture thread do not indicate a manufacturing error leading to the broken suture. One thread end shows a clean cut, the other end appears to be a fray in the thread which correlates with the findings in the gross explant evaluation. Based on this evaluation the cause for the thread fray cannot be determined.